Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle posterior pelvic floor repair kit on (B)(6), 2009 for the patient's rectocele, the patient experienced serious bodily injuries including pain, continued incontinence, and infection (date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.